Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form.

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and the mesh was implanted. It was also reported that the mesh eroded through the vagina causing pain, discomfort and causing inability to have sexual intercourse. Because the mesh eroded through the vagina, there was a need for surgical removal under general anesthesia. Additional information has been requested.